Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during induction testing a loud pop was heard. The patient was rescued externally. Alert for out of range hvli was noted. The lead was capped and replaced.